Event description:
The healthcare professional (hcp) of a clinical study reported that the battery was discharged. The implantable neurostimulator (ins) was unable to recharge. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The patient refused reprogramming. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was reported as patient related. The patient chose not to recharge. Relevant medical history included: radiculopathy, non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.